Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior thoracic decompression, t8-10 instrumentation, fusion surgery due to adolescent idiopathic scoliosis. Intra-op, while using the screw extender, the main body broke-off into two pieces and were recovered immediately.